Event description:
It was reported that during a da vinci s surgical procedure, a prograsp forceps instrument had limited mobility and difficult movement. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Intuitive motion was not functioning due to a loose pitch cable found at the instrument's wrist. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in the clevis. The housing was removed and the pitch cable was found loose at clamping pulley, but the clamping pulley screw was not loose. An additional observation not reported by the customer was insulation damage on the distal end of the main tube. The surface of the main tube appeared to be scraped off at several areas and material was missing. Engineering concluded the damage was likely due to misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.